Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing on current and stored electrograms (egm) during atrial tachycardia / atrial fibrillation (af) events. The lead remains in use. No further patient complications have been reported as a result of this event.